Event description:
The patient received her scs system on (B)(6) 2011 with two percutaneous leads (from the same lot). It was reported that the patient noticed redness at the pocket site. She saw her primary care physician (pcp) who said it was an allergic reaction. She saw her pcp again on (B)(6) 2011 for the same issue and was given prednisone to treat her infection. The patient stated that the tests performed by her pcp came back negative for infection. She advised that her pcp determined that her reaction was to the tape and bandaging and in no way related to her scs system.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.